Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing, impedance calibration test, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. There was no event date provided; however, review of the device logs did have entries that align with the customer's report. The logs showed the device powered on using battery only. The first charge attempt at 200j resulted in a defib charge timeout fail after 25 seconds. The second attempt at 200j successfully charged in 20 seconds and the shock was delivered to the patient. The third attempt again resulted in a defib charge timeout fail. The observed errors indicate the battery had low charge. After replacing the battery, the device worked as expected. The x series logs do not record battery voltage or serial number at startup or during charge events, the logs cannot confirm the battery status at the time of the issue. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was delayed in charging and displayed defib charging error messages. Complainant indicated that the clinician was able to swap out the battery with no further issues charging and was able to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.